Manufacturer narrative:
Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. The device was received inside the alleged damaged packaging. It was observed that the side of the thermoformed blister that is closest to the proximal end of the barrel burr was breached, and a circular portion seemed to have been punched off. Extensive root cause analysis from past investigations has revealed that this type of failure can occur when the device experiences a high drop on the observed damaged end. The occurrence rate of this failure was compared against the risk management documents and found to be within acceptable limits. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported before an acl procedure the plastic bag was torn when the surgeon opened the package and the device exposed. This report is for an ultra aggressive plus 4.0mm 5pk. This is report 1 of 1 (B)(4).